Manufacturer narrative:
Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the thedacare staff that during routine check, the cardiosave hybrid intra-aortic balloon pump (iabp) had helium gas leak. There was not patient involved reported.